Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: unexpected outcomes or complications: none reported. Duration of prolongation: approximately 10 minutes. Tissue being sutured: arm and groin skin using a purse string suture technique. Additional dissection: none required beyond the target tissue. Change in postoperative care: no changes were required. Source of information: responses provided by the interventional radiology team.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep/distributor) . Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep/distributor) additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? None reported how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? No did the reported issue contribute to any patient adverse consequences? There were no apparent harms reported, it delayed the end of proceduring. Approximately how many devices demonstrated the alleged deficiency? 3-5 between 2 different physicans. Approximately what is the total number of procedures? 3-5. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. 3-0 prolene sutures have repeatedly broke while securing the closure site. There were no patient consequences reported. Additional information was requested.